Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device powered on and operated as it should. Unable to confirm the foam particles in the air path. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit will be scrapped. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.